Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that when flushing the sheath after the farawave introduction, bubbles were seen in the tubulure. Even after several flushing, they were more. The catheter was inserted twice and flushed between two insertions still the issue persisted. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is not expected to return for analysis. It was further reported that air bubbles were seen in the tube of the sheath, the one connecting the flushing line. Pressure bag at recommended flow rate was used. No leak nor air in patient was seen. Dilator and farawave catheter had been inside the sheath prior to, and or at the time, the air was observed.